Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed that there was gap between the ultrasound transducer of the subject device and its adhesive. It could be seen that the adhesive might have peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(6) (oekg), it was found that there was gap between the ultrasound transducer of the subject device and its adhesive. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc were unable to identify the root cause of the reported phenomenon. It could not be determined, however based on the report of the service department of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the following causes; the ultrasound transducer adhesive of the subject device came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was cleaned. The ultrasound transducer adhesive of the subject device was worn out and came off because the relevant part was repeatedly rubbed over a long-term usage. If additional information becomes available, this report will be supplemented.